Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient demonstrated twiddler's syndrome. As a result, the lead twisted. The lead was explanted and replaced.